Manufacturer narrative:
The meshgraft ii complete device, serial number and manufacturing date unknown, was not returned to zimmer surgical for evaluation and repair. The reported event could not be confirmed and a cause could not be determined.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.

Event description:
It was reported that the patient was undergoing a left lower extremity split thickness skin graft placement with grafting from the patient's bilateral thighs. The surgeons encountered instrumentation issues with both the dermatome and mesher. The dermatome did not cut at the appropriate depth, resulting in a donor portion of skin not being the correct thickness. The mesher also malfunctioned. When the donor skin was fed through the mesher, it did not come out in one piece. As a result, the portion of skin was not usable for grafting. A second dermatome and mesher were obtained and used without incident. Upon comparison, it was noticed that the mesher came up from the spd incorrectly, with the back plate of the mesher placed backwards, with the "comb" edge facing outwards. Both the first dematome and mesher were removed from service and spd management was notified. The mesher was assembled incorrectly in spd. Cause of dermatome malfunction was unknown. Surgical team had to harvest from additional donor sites to attain adequate donor skin for grafting.